Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to solve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in artemis, the 22023 error was found indicating "the gravity compensation is out of range on axis 3" confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a where all relevant testing was passed within specification. Once testing was completed, the "insertion brake and insertion ballscrew" was further inspected and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, caller encountered errors 22028 on universal surgical manipulator (usm) 2 during the auto test; issue identified prior to starting pre-anesthesia; the caller reboot the system with hard power cycle but the errors persist. The surgeon disabled usm 2 and started the procedure robotically as planned, using 3 arms. The procedure was completing as planned with no reported injury.